Event description:
Case complete, staff asked for bed to be leveled (tilted slightly left during surgery). I pressed the "level" button on bed & it continued to tilt sharply left. I stopped, returned bed to level using "tilt right" button. Again tried twice to level bed, calling ops shift manager into room to witness issue. Each time the bed sharply tilted left when the level button was pressed. Manufacturer response for or bed, steris (per site reporter). In house to repair.